Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device stopped working, she felt no stimulation. The patient stated she knows it is not the battery because it was put in in (B)(6) 2016 and the equipment connects. The patient was able to turn the implant off and on and increase but felt no stimulation. The patient first noticed she was getting surges which sometimes happened when they moved positions, but this time noticed the surges when she was not moving. The patient stopped feeling stimulation on saturday. There were no traumas or falls reported to be related to the issue and no recent medical tests or electromagnetic exposure. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.